Manufacturer narrative:
According to the information received in the patient profile from (ppf), the patient became aware of the events four years and one month post implantation. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of filter strut(s) outside the ivc and into organs. The following additional information received per the medical records state that the patient has a history of abdominal pain and pulmonary embolus. A CT scan of the patient¿s abdomen and pelvis was performed the day after filter implantation and it was revealed that surgical clips were noted in the right upper quadrant consistent with cholecystectomy clips. During the implant procedure, the right internal jugular vein was accessed and a 6-french introducer sheath was advanced into the lower portion of the ivc. The filter was deployed with its apex just below the confluence of the renal veins and ivc. The patient tolerated the procedure well. According to the additional information received in a supplemental patient profile form, the patient reports blood clots in both lungs as well as perforation of a vein when the filter was first implanted.

Manufacturer narrative:
Correction to section d2 (product code).

Manufacturer narrative:
As reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the patient has a history of abdominal pain and pulmonary embolus. During the implant procedure, the filter was deployed with its apex just below the confluence of the renal veins and ivc. The patient tolerated the procedure well. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, perforation of a vein, damage to organs and blood vessels, and hemorrhaging. Per the patient profile from (ppf), the filter had perforation of the strut(s) outside the ivc and into organs. Per a supplemental patient profile form, the patient reports blood clots in both lungs as well as perforation of a vein when the filter was first implanted. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc and surrounding structures; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Hemorrhage is a known potential adverse event associated to the filter devices, in this case it may be related to the perforation of body structures. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Please note that the exact event date is unknown and that the event date is the complaint awareness date.   As reported through the legal department via a legal brief, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, perforation of a vein, damage to organs and blood vessels, and hemorrhaging. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. No additional information is available.   The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.   The trapease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The events reported of perforation of a vein, damage to organs and blood vessels, and hemorrhaging do not represent device malfunctions. According to the instructions for use (IFU), possible procedure complications include, but are not limited to, the following: perforation of the vessel wall, and intimal tear. Bleeding/hemorrhaging is a potential complication of any invasive procedure. Procedural and clinical factors may have influenced the events reported and may include patient, pharmacological and lesion characteristics. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.   Please note that this is the initial/final report for this product file.

Event description:
As reported through the legal department via a legal brief, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, perforation of a vein, damage to organs and blood vessels, and hemorrhaging. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. No additional information is available.